Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag 2.5%, most recent lot number 1005006 (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag 1.5%, most recent lot number 1010078 (dose and frequency not reported) ip for pd. Peritonitis started on (B)(6) 2010. Hospitalization was not required. A sample of peritoneal effluent for analysis was taken on (B)(6) 2010, prior to the start of antibiotic therapy. Peritoneal effluent culture was unknown and the results of the effluent analysis were being awaited at the time of reporting. On an unreported date, the patient began treatment with fortum 1 gm ip daily and reflin 1gm ip daily. The root cause of the peritonitis was unknown. The outcome of the peritonitis was unknown. Dianeal therapy continued. Concomitant medications were not reported. Causality assessment for the adverse event of peritonitis to dianeal therapy was not related.